Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the video system center¿s connector port was not locking the connector in place and they were losing the image when moving the device. The issue was found during an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: connector lock is worn out by this reason, the scope connector is not secured and electric communication does not work properly due to the wear of the video connector lock section. Olympus will continue to monitor field performance for this device.